Event description:
During routine testing at installation of the vaporizer, customer reportedly noted the output to be lower than expected. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.